Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement of zero ohms. Review of stored device memory revealed no subsequent out of range measurements. Additionally, pocket manipulation, patient isometrics and a commanded shock was performed and shock impedance measurements were observed to be stable at 50 ohms. It was noted that the patient was using a transcutaneous electrical nerve stimulator (tens) potentially around the time that the out of range measurement occurred. Boston scientific technical services (ts) discussed troubleshooting options. Attempts to obtain additional information were unsuccessful. This product remains in service. No adverse patient effects were reported.